Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation on january 09, 2023, that a wallflex biliary rx partially covered stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the stent was partially deployed and was broken. The stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.